Event description:
Procedure type: video assisted thoracic surgery. According to the reporter: the device fired. It clamped down on a vessel, then the device could not be opened. The surgeon had to cut around the stuck device in order to remove it from the tissue. A new device was opened and used to complete the case. The case was delayed around 30 minutes. No bleeding reported. Unanticipated tissue loss occurred.

Manufacturer narrative:
(B)(4).